Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause : mlc-55 user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for low blood glucose results. Sister is calling on behalf of the customer. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 114mg/dl. The customer did report symptoms of feeling hot, clammy, sweaty, and weak. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product is stored by customer according to specification in the living room. During the call on (B)(6) 2018, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is 10/31/2018 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (date/time not stored correctly). Result 1:73mg/dl date: (B)(6) 2018 time:3:10pm fasting. Result 2:112mg/dl date: (B)(6) 2018 time:2:14pm non-fasting. Result 3:277mg/dl date: (B)(6) 2018 time:12:45pm fasting. Result 4:253mg/dl date: (B)(6) 2018 time:11:42am fasting. Result 5:155mg/dl date: (B)(6) 2018 time:7:51am fasting. Customer called saying her blood sugar is not reading correctly. Customer claims her blood sugar is reading 18 points lower difference. Informed customer that meters are not to be compared to each other. Due to her past adverse event above, customer has been adding 18 points to all of her readings due to the difference in readings from the paramedics meter to her meter. Based on the information provided by the customer, evidence of the 18-point difference was not found, only 10 points. Customer's meter, at the time of the adverse event, read 48mg/dl fasting and the paramedics meter read 58mg/dl. Since the past adverse event, customer is not comfortable with the meter because she has been adding the 18 points to all her results. I explained to the customer that is not how the meter works, but customer wants a replacement. Customer report a past adverse event on (B)(6) 2018. Customer had called the paramedics because she was feeling symptoms of low blood sugar. Customer was feeling hot, clammy, sweaty, and weak. When the paramedics came, they read her blood sugar as 58mg/dl and her meter read 48mg/dl (both fasting). Customer was treated for hypoglycemia. To try to bring her glucose higher, they gave her dextrose and mentioned her blood sugar went up to 59mg/dl. They then gave her orange juice and her blood sugar read 68mg/dl. The 59mg/dl and 68mg/dl readings were done on the paramedic's meter. When paramedics left ,customer ate and her blood sugar read 112mg//dl on her meter. Customer had her nurse come to her house and she called the doctor and changed the medication routine because she was taking too much insulin. Customer has felt better since yesterday and is not feeling any symptoms at all.